Event description:
It was reported that during the reprocessing of a da vinci monopolar curved scissors instrument, the orange cuff was observed to be broken. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's tube extension was broken and missing a .209 x .178 piece. It was concluded that the damage was likely due to mishandling/misuse. The tube extension appeared to be a darker color in some areas. A small fissure was observed in the main tube below the tube reinforcement ring. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately .049 - .067 in length and not axially aligned with the tube. One grip open cable was frayed at the distal idler pulley. Small frayed strands stuck out at the wrist. The other cables at wrist were intact and undamaged. No other damage was found.